Event description:
During a clinic follow-up, episodes of far-field p wave oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was observed. The device was reprogrammed and a lead revision is anticipated, but has not been performed yet. The patient was stable and will continue to be monitored.